Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 3 weeks ago noticed a return of bladder symptoms, said that has to go every 3 hours depending on how much fluid they drink. Patient said that has been drinking more fluids and it was becoming more frequent so patient increased the setting about three weeks ago. Patient said that for the past 3 weeks has noticed an intermittent pain when walking and steps on their left foot. Patient said that the pain is not constant however when walks any particular distance, feels like something has come loose and is poking them, like a stabbing feeling and it is pretty severe. Patient also said that when they step on their left foot, experiences pain. Patient said has their annual check up on august 8th and wondered if should be seen sooner. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and decreased the setting. Patient will maintain stimulation level and will continue to track symptoms. Patient walked around a bit during the call and said didn't feel the pain anymore. Patient to monitor symptoms for the rest of the day and if needs to make another adjustment to consider switching to a different program at a lower setting. Redirected patient to discuss how drinking more fluids may affect their bladder control with managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient reported loss of therapeutic effect and had to run to the bathroom every 10 minutes. They said that the therapy previously worked fine but suddenly stopped working. Patient added that 2 or 3 days ago, they increased amplitude and experienced a stabbing pain described as similar to sitting on a nail in the vaginal area when sitting that goes away when standing up. Agent reviewed general device use. Patient plans to follow up with their hcp. Agent emailed physician listings. Patient mentioned previous medical history included sling not working and their bladder never empties and is on the "side".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reiterated that it was possible device setting that caused it. Appointment with nurse practitioner and hcp. X-ray all appeared normal, symptoms gone. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 3 weeks ago noticed a return of bladder symptoms, said that has to go every 3 hours depending on how much fluid they drink. Patient said that has been drinking more fluids and it was becoming more frequent so patient increased the setting about three weeks ago. Patient said that for the past 3 weeks has noticed an intermittent pain when walking and steps on their left foot. Patient said that the pain is not constant however when walks any particular distance, feels like something has come loose and is poking them, like a stabbing feeling and it is pretty severe. Patient also said that when they step on their left foot, experiences pain. Patient said has their annual check up on august 8th and wondered if should be seen sooner. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and decreased the setting. Patient will maintain stimulation level and will continue to track symptoms. Patient walked around a bit during the call and said didn't feel the pain anymore. Patient to monitor symptoms for the rest of the day and if needs to make another adjustment to consider switching to a different program at a lower setting. Redirected patient to discuss how drinking more fluids may affect their bladder control with managing physician. (B)(6) 2024 (B)(6) (con): additional information was received from the patient. It was reported that the cause of feeling something had come loose and was poking them was partly determined. The most likely cause was the settings may have been too high, however the patient had symptoms occasionally. The patient stated they had an upcoming physical appointment.